Event description:
The customer reported a leak from reagent probe a of the unicel dxc 600 synchron system. The customer stated that the cc (cartridge chemistry) side assays failed qc (quality control) due to "blank absorbance low" error message. The customer indicated that the leak was contained to the reagent probe drip tray on the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. While troubleshooting for the leaking probe, the customer discovered that the fitting on probe a was loose. The customer tightened the fitting and primed the probe 5 times without noticing any further leaks. Failure mode of the leak is attributed to a loose reagent probe a fitting which in turn caused a loose reagent probe tubing connection; the customer tightened the fitting to resolve the leak. A beckman coulter fse (field service engineer) was not dispatched for this event. Beckman coulter internal identifier for this report is (B)(4).